Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air/water-cylinder (tube) has foreign objects and air/water-tube has foreign objects are known inherent risk of device. Light guide lens has foreign objects and connecting tube has foreign objects are cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water-cylinder (tube) has foreign objects, air/water-tube has foreign objects, light guide lens has foreign objects and connecting tube has foreign objects. There was no patient involvement.